Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following additional findings were also noted: buckling and deformation of the channel tube, dent on the connecting tube, lost water tightness due to deformation of control unit, suction volume does not meet standard value due to the dent on channel tube, bending angle of the up direction does not meet standard value due to wear of the angle wire, assorted scratches, shaved venting connector under grip, and damage on the image guide bundle causing stain on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the forceps channel of the tracheal intubation fiberscope was clogged. There was no report of patient or user injury due to the event. The subject device was received at an olympus service center for evaluation. During inspection and testing, it was observed that the insertion tube coating was peeling. This report is being submitted for the malfunction found during the device evaluation.